Manufacturer narrative:
While performing a review of file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2024-12631 is no longer considered reportable, please disregard any reports associated with it.

Event description:
It was reported that the patient had an allergic reaction to the adhesive of the cleo infusion set which irritated and "melted" the skin (adhesive tape allergy). At the time of reporting, the outcome of dermatitis contact was unknown. The product fault occurred while use with a patient. It was reported that the patient used cleos in the past and had experienced a reaction from the cleos. She recently tried using the cleos but ended up having to change her site 4 times in 1 day because the cleos were irritating her skin. There was patient involvement, and unknown patient harm/adverse event was reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. E1. The initial reporter region state is unknown. (B)(6) has been used as a default. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.